Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) final investigation and device evaluation. Updated fields: d9, h3, h4, h6 and h10. The d4 "UDI," e1 "telephone number," e2/e3, e4 and g2 fields were corrected based on information available at the initial report submission. The device was sent to the original equipment manufacturer (OEM), martech, for testing and evaluation. The device was visually inspected and no issues were found during this inspection. The device was then functionally inspected by a leak test and passed. No issues were found with the device, the customer's complaint was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, no problem was found. The device performed as intended. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The initial medwatch incorrectly reported the site registration number. The site registration number is 3011050570.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).

Event description:
Olympus received a medwatch report with an event/ problem reported of "black cap gyrus acmi ref# aur-bp) that is used to seal fluid while using laser in cysto cases was not sealing properly; 2 opened and both failed to seal." No harm was reported. No patient harm, no user injury reported . This event includes two (2) reports addressing the two devices reported to have both "failed to seal issue". Report with patient identifier (B)(6) ( model aur-bp, lot mqfp330, 1 of 2). Report with patient identifier (B)(6) ( model aur-bp, lot mqfp330, 2 of 2). This report is for patient identifier (B)(6) ( model aur-bp, lot mqfp330, 2 of 2).

Manufacturer narrative:
In a follow up communication to gather additional information regarding the reported event , customer stated that "no information available except what was in the report" . However, customer indicated that they could send in the device for evaluation. Customer provided the facility address and a return kit was requested for the customer. The subject device has not yet been received for evaluation. The cause of the reported issue is unknown at this time. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.